Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient wound is healing well.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient's wound has healed and surgical intervention may be pending.

Manufacturer narrative:
(B)(4). Product testing will not be performed for the report of infection as the cause of that complaint cannot be determined through such means. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced redness and warmth at the ipg site. The patient underwent surgical intervention to explant the ipg on (B)(6) 2015 and the lead was capped. The surgeon noted signs of infection at the site and cultures were taken.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the culture was positive for pseudomonas and the patient was prescribed cipro by infectious disease physicians.